Manufacturer narrative:
Combination product: yes. 15-dec-2025 update. This report was opened in error. Please disregard the report for this serial number and refer to serial number (B)(6).

Event description:
It was reported that the lead was explanted due to insulation damage.

Manufacturer narrative:
Combination product: yes.